Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "simultaneous transseptal mitral valve-in-valve and trans-bypass aortic valve treatment using balloon-expandable valves" authors a. Markus kasel et al. The following valve-in-valve event was identified as pertaining to an edwards valve: the patient with a 27mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis. The patient presented with heart failure. The tmvr was performed with a 26mm 9600tfx edwards transcatheter valve via the transseptal approach. The patient underwent concomitant implantation with a 26mm 9600tfx transcatheter valve in the aortic position as well. Both implants were successful.